Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Exact date(s) of event(s) were not provided. The customer declined troubleshooting with tandem technical support. The customer also declined review of pump activity logs by tandem technical support. There was no reported impact to the customer's blood glucose level.